Event description:
The customer reported that they received a visible "speaker malfunction" inop, no pt was harmed as a result of this issue.

Manufacturer narrative:
(B)(4): the customer reported that they received a visible "speaker malfunction" inop. No pt was harmed as a result of this issue. Philips has not determined whether or not the speaker is still audible. The visual inop would be obvious to users. In abundant caution, we will report this as a malfunction. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.